Event description:
The dealer did not stay on the line. The dealer reviewed warranty on our beds. He stated the frame is bent. Cs reviewed warranty and explained that the bend would have to be at a weld. The contact stated it was not. The contact did not mention any injury or property damage.